Manufacturer narrative:
The suspect device was not returned for evaluation and a root cause could not be determined. Olympus performed troubleshooting with the reporter and the reported problems were not duplicated and a cause could not be assigned. Upon follow up with the user facility, after troubleshooting, the user facility confirmed the device was functioning as expected with no problems.

Event description:
A user facility reported to olympus that they were getting an error "scope not recognized" and error "e402: df not connected" when releasing the image. In addition, the user facility reported that, during a procedure with a bronchial scope, the image disappeared. There was no patient injury or harm, associated with the problem, reported to olympus.

Manufacturer narrative:
This supplemental report is submitted to provide the results of the legal manufacturer¿s investigation and device history record (DHR) review. The DHR for the subject device was reviewed and it was verified the device was manufactured in accordance with documented specifications. The legal manufacturer performed an investigation. A conclusive root cause was not identified. The legal manufacturer determined the likely cause of the "scope not recognized" error was connecting the scope without adequate drying of the scope junction (user handling). The likely cause of the reported problem "e402 error" was that the external recording device was not activated.